Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event may have occurred because metal parts of the endo therapy accessories and/or cleaning brush contacted with biopsy channel port when the endo therapy accessories, cleaning brush, etc. Were inserted/retrieved. However, a definitive root cause could not be determined. The event can be detected by handling device in accordance with the following instructions for use (IFU) IFU states methods of detection in bronchofiberscope bf-e2 series operation manual chapter 3¿ preparation and inspection.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to a cut on bending section cover, water tightness was lost; due to deformation of diopter ring, focus could not be adjusted; adhesive on bending section cover was detached; bending section cover had a cut; connecting tube had a scratch; due to wear of angle wire, bending angle in up/down direction did not meet the standard value; control unit and universal cord had a scratch; and bending tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchofibroscope had less angulation and there was leakage at bending section cover. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: forceps channel port was shaved. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.